Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused parenteral nutrition (pn) faster than the programmed rate during patient infusion in the neonatal intensive care unit (nicu). The pharmacy dispensed a 1096.4 ml bag of pn (enough for 24 hours + 50 ml overfill) and the bag reportedly ran out 1 hour and 35 minutes early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed by research and development with the following conclusions drawn: focusing on the cleared volumes to determine total delivery; if we sum the cleared volumes (excluding the initial 337 ml) and then add the final delivery when the drug was switched¿353 ml¿we get 994 ml. I believe the intended delivery should have been 1,046.4 ml. From my perspective, it appears that about 52 ml were never programmed to be infused. Taking this further, with 994 ml at 43.6 ml/hr, we would expect the infusion to run for approximately 22.8 hours. Since this infusion lasted from 00:10 to 23:01 (22 hours and 51 minutes), with the small difference being the minor amount of kvo and pump stopped time intermixed. One last observation: there is no clear indication in the log that the bag was empty (such as an air-in-line alert), so it¿s very possible that 5¿10% of the fluid remained in the bag, even if it appeared nearly empty. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.